Event description:
It was reported that the patient had to recharge more than expected. The patient had to recharge his restoreultra more frequently than his previous implantable neurostimulator (ins) which was a restoreadvanced. Impedances were within normal limits. Electrode #4, however, had been out of range in the past (it was unknown if it was an open circuit or a short). Electrode 4 was used in current programming and impedances were within normal limits. The patient also believed the ins should recharge faster as it was smaller than his previous device. Recharge statistics indicated the ins was functioning properly. It appeared that the patient wasn't maintaining adequate coupling bars which was extending the length of some recharging sessions. The recharging interval appeared to be app ropriate. The estimated recharge interval based on the patient's settings was 1.3 days. The patient appeared to be recharging daily from 25% to 100%.

Manufacturer narrative:
Product ID, 37754 serial# (B)(4), product typ recharger; product ID, 37744 serial# (B)(4), product typ programmer, patient; product ID, 3708260 serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ extension; product ID, 3708140 serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ extension; product ID, 3587a lot# lb9486, implanted: 2004 (B)(6), explanted: product typ lead; product ID, 3587a lot# lb9468, implanted: 2004 (B)(6), explanted: product typ lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-dec-15. The patient stated that their implant failed. No further complications were reported/are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3587a lot# lb9486 implanted: (B)(6)2004 product type lead product ID 3587a lot# lb9468 implanted: (B)(6)2004 product type lead coding was updated in accordance with current standards if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-dec-06. They have had several implantable neurostimulators (ins) since 2004. They have off label paddles on their occipital nerve for severe migraines. They have had really good results with the units. They use a lot of power and the new batteries do not work. They were implanted in 2012 but their healthcare professional (hcp) insisted on putting in a smaller battery. The patient was getting about 12 hours of use from the smaller battery so they could not go a full day without having to recharge. They hired an attorney and got the ins switched out with another one. The patient noted that the hcp used a wrong battery on them so they chose to get a new battery and there was a falling out and the manufacture representative (rep) left. The reason for charging so long was because they put the wires in front of the battery instead of behind. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 3587a, lot# lb9486, implanted: (b)6) 2004, product type: lead; product ID: 3587a, lot# lb9468, implanted: (B)(6) 2004, product type: lead; product ID: 3708260, lot# serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 3708140, lot# serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 37744, lot# serial# (B)(4), product type: programmer, patient; product ID: 37754, lot# serial# (B)(4), product type: recharger; product ID: 3587a, lot# lb9486, implanted: (B)(6) 2004, product type: lead; product ID: 3587a, lot# lb9468, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative that the patient had an ins in the past and the patient had to charge within a 24 hour period to maintain their therapy. It was confirmed that the patient needed to charge daily due to the patient¿s high therapy settings. It was reported that the patient had their current ins placed so that the patient had to charge less frequently. No symptoms were reported. Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2019 reporting that the issue was that the patient was charging more with the previous ins than the other. It was noted that as soon as the patient healed they were given more groups as desired. No further complications were reported.